Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, the setscrew of the device was canted which resulted in the lead being unable to be fixed to the device. The device was not implanted and was replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4). The device was returned and analyzed. The primary findings noted no anomalies were found. The device setscrew had a rounded socket.